Event description:
It was reported that the lead exhibited oversensing, a decrease in lead impedance, and an increase in capture thresholds. A chest x-ray revealed dislodgement. The lead is scheduled for repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.